Manufacturer narrative:
Date of event: year valid only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, the physician used three debs for treatment of the left sfa. An everflex stent (6 x 120mm) was used during index procedure for treatment of persistent residual stenosis >50% and flow-limiting dissection. It is reported that approximately 36 months post index procedure, occlusion of the left sfa occurred. The patient underwent amputation of the left limb approximately one month later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.